Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a left ventricular (lv) lead was implanted as part of an upgrade to this cardiac resynchronization therapy defibrillator (crt-d) system. Shortly after implant, the lv pacing impedance was high and out of range greater than 2000 ohms. The impedance continued to increase over the hours following the procedure and the pacing threshold increased as well. The physician elected to reprogram the system to increase the outputs and continue to monitor the system. This crt-d remains in service at this time. No adverse patient effects were reported.